Manufacturer narrative:
(B)(4). Insulin pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms noted. Pump received with cracked lcd window, minor scratched lcd window and cracked case display window corner.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error and no delivery alert. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to clear the alarm. Customer was able to complete pump rewind. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. The insulin pump passed displacement test. The customer was advised to perform 5 unit of fixed prime but insulin did not exit. The insulin pump will be returned for analysis.